Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. A pocket revision surgery was reported. It was reported that the patient had some swelling and soreness near the generator site and there was a concern of infection. On b)(6) 2016 the health care professional (hcp) opened the pocket to investigate. They found no infection but did find some fluid buildup. The hcp irrigated the pocket and placed the generator back in the pocket with a tyrx pouch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.